Event description:
A malfunction alarm was reported with a code of malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had not previously reported or reset the pump for this malfunction. Technical support provided information and assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, and acknowledged these instructions.